Event description:
During service by a baxter, the infusion pump was found to contain depleted batteries. According to the hosp rep, no py injury or medical intervention had been reported related to the deivce. No additional information or contact was available.